Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that while the surgeon was assembling the implants on the back table, the articular surface would not engage with the tibial tray.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Overall, the damage sustained by the articular surface indicates that the articular surface was likely not properly positioned before being pushed onto the tibial component, which led to the seating issue. Device history record was reviewed and no discrepancies were found. The location and type of damage to the articular surface indicates that use error misuse is considered as the root cause of the issue. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.